Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a cotton ball. The customer reports that a staff member was stuck with a sharp, needle-like device found in the cotton balls. Medical intervention was required, the employee required follow up testing for a possible blood and body fluid exposure for an unknown source as the treating provider could not rule out the possibility of the sharp being contaminated.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.